Event description:
It was reported that the patient had a carotid dissection and had carotid intervention in the past. It was noted that the carotid dissection occurred after left ventricular assist device (lvad) implant but no device related issue contributed. They passed away from the carotid dissection and there was no further information about the details leading up to their death. The outcome was not considered device or therapy related and the device operated as expected. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
A2: patient age not provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event, as well as patient outcome, could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists bleeding as a potential adverse event which may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists bleeding and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.